Event description:
It was reported that a dissection occurred. The target lesion was located in the tortuous left anterior descending artery (lad). A 3.50 x 38 mm synergy was deployed and a type b and flow-limiting, distal edge dissection was noted. A 3.00 x 12 mm synergy was deployed to cover the dissection and the procedure was completed successfully. The patient fully recovered and was fine after the procedure.